Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer had an electrical short. The programmer would not power up due to an out of specification power supply. The power supply was replaced and the programmer passed functional and systems tests. (B)(4).

Event description:
It was reported that the programmer had an electrical short. The programmer was returned for service. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.